Manufacturer narrative:
Particulate. The device remains implanted; however, the particulate has been returned for evaluation. The evaluation is not complete.

Event description:
It was reported that after the valve had been implanted and prior to closing the aortotomy on visual inspection a piece of cloth was observed on the valve. Reportedly, the valve remains implanted and there were no pt complications reported.